Event description:
Implant ruptured totally liquid in my chest cavity. Other side had grade 4 capsular contracture. Had only been in 6 yrs. I've now had 3 surgeries. Now getting a liver biopsy for an unspecified tumor. Cannot work 40+ symptoms including heart failure/tachycardia. Liver tumor, h. Pylori, tachycardia, heart palpitation, chronic fatigue, brain fog, dizziness, fainting, tremors, depression, and ptsd, suicidal thoughts, acid reflux, heartburn, migraines chest pain, vomiting black stool, kidney failure, vision problems, electric shocks throughout my brain, high blood pressure, dyspnea, bloating, upper right abdominal pain, breast pain, breast numbness, breast tingling, armpit pain, back pain, shoulder pain, leg tremors, edema, blood clots, joint pain, chronic inflammation, elevated white blood cells, high sedimentary rate, elevated liver enzymes, insomnia, anxiety, pain, fluid retention.